Manufacturer narrative:
Age of device: 29 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted on (B)(6) 2018 after a fall at home. Patient's inr was 8. Patient had a positive blood culture with gram positive. A repeated blood culture was negative. A sternal abscess was observed. White blood cell count was 15 g/dl. On (B)(6) 2018, the patient went to the or for the superficial wound abscess with drainage on the sternum. On (B)(6) 2018, the patient fell while in the hospital but no neurological issues were identified in tests. Patient was treated due to falls, but found to have infection in the sternum with a sternal abscess. The patient was discharged after treatment on (B)(6) 2018.